Event description:
We have had several incidents of the trifurcates (connector) breaking or cracking after being unscrewed. ICU medical has been made aware, investigated and feel the product is not defective. There are multiple incidents of these. (Example: "as I was disconnecting trifurcate I noticed that the connector was cracked. As I unscrewed the connection the connection fell apart"; "I was reconnecting my pt's IV line when I noticed a few small cracks on the piece of the trifurcate that screws down to secure the trifurcate to the line. There was no leaking or line contamination noted. The trifurcate was replaced with no further complications." "This rn went to check blood return of left arm PICC line. When trifurcate was disconnected from the cap, the part of the trifuracte that twists onto the cap became disconnected from the rest of the trifurcate. There was no leaking noted before this event occurred. After the event this rn checked for leaking and was unable to find any leaking. A new trifurcate was obtained." When I came in to assess my pt I found the trifurcate was broken at the point where the cap screws the tubing to the line. No leaking was noted at the site and the trifurcate was still connected to the IV tubing although the screw had broken. The trifurcate was removed from the line without complication. "Trifurcate on patient's central line broke when rn was drawing labs. Rn unscrewed trifurcate and put a green cap on end of line to keep clean, line broke and the part with the groves completely separated. All lines associated with this broviac were changed immediately. Trifurcate saved"; "as I was disconnecting trifurcate I noticed that the connector was cracked. As I unscrewed the connection the connection fell apart.") These are some examples of many.